Event description:
Additional information received identified that patient underwent a surgical exploratory procedure on (B)(6) 2020, wherein the lead was buried deeper under the skin and the incision closed. The issue was resolved. It is unknown which lead was involved, and all are being reported.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04745; related manufacturer reference number: 1627487-2020-04748. It was reported that patient experienced a blister with purulent material at the lead site. Patient was treated with oral antibiotics. Surgical debridement may take place to address the issue.